Event description:
Info rec'd indicates the bed has no function and the head section will not lower.

Manufacturer narrative:
A f/u report will be sent once the customer discloses their investigation.